Event description:
It was reported that (1) 511sd was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the trocar was inserted into abdomen and it cut the right external illiac artery. The vascular surgeon was called and the pt lived. The case was converted to open. The pt is not fine and recovered well.